Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported, the pt had a system infection in may. The infection was cleaned out by the hcp and the pt recovered. The pt was requesting reprogramming following recovery from the infection. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.